Event description:
Surgeon inserted a collamer lens model cc4204bf into the pt's eye. The surgeon felt that the lens did not look right, so the iol was cut and removed. Reporter does not know why the lens did not look right. No pt injury.